Event description:
It was reported that the pump battery remained at 100% for 3 days despite being in use. Subsequently, the battery depleted suddenly to 5% and the pump shut off. The customer's blood glucose level was 140-150 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.